Event description:
Boston scientific received information that this right ventricular (rv) pacing lead exhibited no sensing and loss of capture (loc). A chest x-ray revealed that the lead had dislodged. A revision procedure was performed. The lead was successfully explanted and a new rv lead was implanted without further incident. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.